Manufacturer narrative:
Sections with additional information as of 06-oct-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Customer also had returned an additional vial of incorrect test strips. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 415 mg/dl 2-3 hours post meal obtained on (B)(6) 2023. The customer¿s expected am fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Customer stated that about a month ago she was hospitalized for high blood glucose and pneumonia. Customer was unsure of the exact diagnosis and is continuing to be treated for the pneumonia. Customer is following up with her physician. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/19/2024 and open vial date is 4-5 weeks ago. The meter memory was not reviewed for previous test result history.